Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative was at site to troubleshoot the issue and couldn't reproduce. A different network cable was used and when manipulating the cable near the navigation system bulkhead connector, they'd see the connectivity change. A replacement bulkhead connector was sent to site. No parts were returned to manufacturer so no evaluation could be completed. No further issues reported. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes

Event description:
A medtronic representative called to report a complaint where the imaging system had intermittent green connectivity on the setup equipment task. The imaging system would flicker between orange and green status. The imaging and navigation systems were swapped out and the site was able to complete the case. The medtronic representative was on-site to troubleshoot and couldn't reproduce the issue. A different network cable was used and when manipulating the cable near the s7 bulkhead connector, they'd see the connectivity change. There was no impact on patient outcome.